Event description:
On (B)(6) 2012, the pt was being treated for an abdominal aortic aneurysm. After deployment of a gore excluder aaa endoprosthesis featuring c3, a cook coda balloon was placed 2/3 inside the graft, and 1/3 outside of the graft and inflated. The portion of the balloon outside of the graft ruptured the aorta. The pt was converted to open repair where a bifurcated graft was sewn in. The pt tolerated the procedure; however, expired later that day due to a hemorrhage in the area where the aorta was ruptured.

Manufacturer narrative:
Result: the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusion: according to the gore excluder aaa endoprosthesis featuring c3 instructions for use, position the aortic balloon inside the proximal region of the trunk. Avoid balloon contact with the flow splitter which is aligned with the long and short radiopaque markers. Inflate and deflate the balloon quickly with dilute contrast solution to seat the aortic end of the endoprosthesis. Follow the MFR's recommended method for size selection, preparation and use of aortic and iliac dilation balloons, carefully monitoring both volume and pressure to avoid complications.